Event description:
Adverse event: [1] undercorrection. A system operator reports a patient's right eye was treated with the left eye's prescription. During a follow-up call with the surgeon, he stated he made numerous changes to the treatment parameters for both eyes prior to surgery. The surgeon stated he feels the laser operator accidentally downloaded the left eye treatment for the right eye. The surgeon also stated he does not feel the laser or its performance contributed to the reported event and he does not feel the patient is harmed or injured. The right eye is slightly undercorrected by about -.50 to -.75 and may need a touch-up in the future. The patient is seeing 20/15 uncorrected, both eyes together and the surgeon does not wish to share patient's records.

Manufacturer narrative:
Determination of root cause: assessment: log file review from the date of this patient's surgery indicated the system was operating within specifications. No patient records were provided so a complete clinical evaluation was not possible. Conclusion: based on the results of the investigation and the information provided, the root cause of the event was a data entry error. (B) (4)